Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to no fluid in system the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. It was further reported that this patient was unable to pump up his device and there was no fluid in the reservoir. The physician was unable to identify the location of the leak.